Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejecting new batteries when they put them in. The customer¿s blood glucose level was unknown. The customer reported that battery life is less than when he first got his replacement device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and no failed battery test alarm noted during test. (B)(4).